Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D6a: implant date unknown / not provided. D6b: explant date unknown / not provided. E1: email unknown / not provided.

Event description:
It was reported that when the customer went to open an implant package, the implant was in the package, but the cover screw was missing. Discovered during a procedure. They were able to complete the procedure with another implant.

Manufacturer narrative:
Zimvie received one (1) xifnt485, (osseotite tapered certain implant 4 x 8.5mm) for evaluation. Visual evaluation / functional test was performed, with no malfunction or damage identified. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2021070826. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021070826 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : incorrect component quantity. The customer did/did not submit images for the reported event. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation were failure to follow line clearance procedure and incorrect handling. Therefore, based on the available information, a device malfunction did not occur. No malfunction or damage identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.